Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "it was reported, the attorney for the patient, as a result of a legal claim, that allegedly, the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient is experiencing "squeaking" from the system."